Event description:
Related manufacturer reference numbers: 2017865-2022-07763, related manufacturer reference numbers: 2017865-2022-07764. It was reported that the patient presented in clinic with twiddlers syndrome and both the right atrial (ra) lead and the right ventricular (rv) lead were dislodged. During revision procedure, it was found that the patient had developed infection. The whole system including the pacemaker, the ra lead and the rv lead was explanted. Patient condition was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.